Manufacturer narrative:
Product analysis: no autopsy was performed and the product was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was reported to be stable. Later that night, the patient arrested. After two hours of cardiopulmonary resuscitation (CPR), the patient did not recover, the resuscitation efforts were stopped and the patient expired. The physician reported that the cause of death was not able to be determined as there was no imaging performed during CPR and no autopsy was performed.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.